Manufacturer narrative:
During the investigation, a ticket search was performed and did not identify any other complaints related to the issue. A review of tracking and trending for the glp track end, list 06q42-01, did not identify any related trends. The device history record review did not identify any nonconformances or deviations associated with the complaint issue. The investigation notes that the technical support specialist (tss) was wearing a lab coat and gloves while performing work on the glp track. It was found that the track lanes were blocked utilizing existing cars to prevent movement of the samples from entering the area. The investigation group was able to verify that the function of the distance sensor can be nullified with the method of utilizing the car to block sample entry and, that prior to any work being performed on the track, verification of proper blockage should be tested. A review of labeling identified that a procedure is provided on how field service is to remove and install the cross switch to the glp systems track and to adhere to laboratory safety practices when performing maintenance or troubleshooting. Based on the investigation, no systemic issue or product deficiency was identified for the glp track end, list 06q42-01.

Event description:
The technical service specialist (tss) removed an active element / cross switch for repair on the glp track end. In the process, a car with a sample in it fell off the glp track end. Part of the sample splashed in the technical service specialist¿s face. The tss cleaned the face thoroughly, including using an eye wash and disinfected the area. The sample that splashed, was sent to the laboratory for hiv, hcv, hbsag, and syphilis testing and the results all came back negative. There was no further impact to patient management or user safety reported.

Event description:
The technical service specialist (tss) removed an active element / cross switch for repair on the glp track end. In the process, a car with a sample in it fell off the glp track end. Part of the sample splashed in the technical service specialist¿s face. The tss cleaned the face thoroughly, including using an eye wash and disinfected the area. The sample that splashed, was sent to the laboratory for hiv, hcv, hbsag, and syphilis testing and the results all came back negative. There was no further impact to patient management or user safety reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, glp track end, list number 6q42-01, which has a same/similar us module reference glp in/out module (iom), list number 4z96, with 510k/PMA/bla number k213486.